Manufacturer narrative:
Information was received via published literature. (B)(4). Other device used: catalog #unk, unknown harris/galante acetabular shell, lot # unk please reference literature at the following address: http://www.ncbi.nlm.nih.gov/pubmed/3183679 this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised after 8 months due to recurrent dislocation and lack of ingrowth.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In the journal article, it was noted that the predominant reason for the removal was malposition of the acetabular shell with many recurrent dislocations. Product history search cannot be completed since the part and lot number is unknown. Relevant medical history and adherence to the rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.